Event description:
Further information received indicated that prior to explant, the lead exhibited high impedance. Clavicular crush was observed. The patient was in stable condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 21.0-21.2cm from the connector pin. Insulation and conductor damage were found at 29.0-31.0cm and 30.0-30.5cm from the connector pin, consistent with clavicle crush damage. The etfe coating was abraded at this location.

Event description:
It was reported that the lead was explanted due to non-specific malfunction. Further information could not be obtained.